Manufacturer narrative:
The supplemental report also had two different failure analysis results. Please see correct analysis results below: the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. No unlocked lcd keypad connector was noted. The insulin pump passed the self test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the up arrow button was hard to press, the battery compartment was also broken and it does not close properly. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.